Manufacturer narrative:
H.6. Investigation: the anterior segment of the indwelling needle was broken ,the catheter was found burred.no actual sample and picture returned, the defect status could not be confirmed. Check the batch record of this lot, no abnormality found on in-process inspection, final inspection and machine troubleshooting records. Check the incoming material inspection record of the catheter, no abnormality was observed. Two retained samples of this lot were taken for penetration force test, the needle tip, catheter tip and catheter drag force met the product specification. At the same time, the needle tip and catheter were observed under the microscope and no abnormality observed. No defective sample returned, and no abnormality found on the manufacturing process, the root cause of the indwelling needle was broken and the catheter was burred cannot be confirmed. See h.10.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm was broken. The following information was provided by the initial reporter: when opening the indwelling needle and giving it to use , the front part of the indwelling needle was found to be broken and burred, and it was replaced immediately. (B)(6) 2020 received an update from the sales representative. The event description was updated as follows: the complaint is that no photos are saved and no samples can be returned. The anterior segment of the indwelling needle is broken and burr refers to the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm was broken. The following information was provided by the initial reporter: when opening the indwelling needle and giving it to use , the front part of the indwelling needle was found to be broken and burred, and it was replaced immediately. 2020-12-23 received an update from the sales representative. The event description was updated as follows: the complaint is that no photos are saved and no samples can be returned. The anterior segment of the indwelling needle is broken and burr refers to the catheter.